Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint further investigation. The cable damage is believed to have been the occurrence of this phenomenon due to the handling of the client. From the photograph, a cut-like trace was seen in the cable. An example is inferred below. Cleaning, disinfectant, sterilization, and storage of the product with tweezers, forceps, and scalpel resulted in cuts to the cable and physical damage. The DHR confirmed, there were no particular abnormalities. The legal manufacturer reports that the otv-s7proh-hd-12e instruction manual provides statements to prevent cable damage. Safety precautions: endoscopic image disappearance freeze on page 7 . Do not wash, disinfect, or sterilize this product with tweezers, forceps, scalpel, etc. Doing so may cause water leakage through the camera cable and damage the internal electrical circuitry of the product.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of a cable issue was confirmed. The service technician observed a cut on the cable and moisture found on coupler lens. The following parts were replaced. Unit passed all functional and leak tests. The cause can be attributed to an electrical component failure. No further information was reported.

Event description:
The customer reported to olympus that the device's cord was damaged. There was no patient injury reported.